Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The analyst noted that the inner insulation was stretched and torn at 23.5cm, failing cross continuity. The lead was returned with the helix fully retracted. The inner insulation stretching and buckling prevents the helix from functioning properly. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had no capture, low impedance and noise. Due to the lack of synchrony, it was noted that the patient felt poorly, specifically experiencing dyspnea and extreme fatigue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.